Manufacturer narrative:
No information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) board, flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported an over delivery of tidal volume by more than 20%. There was no report of patient injury.